Manufacturer narrative:
Siemens representative tried to pull initial log files (paz file) from the instrument but it had the incorrect file extension due to issues with the customer's email. The analyzer log files (paz file) was a new file, pulled from the instrument the day the siemens customer service engineer (cse) went on site rather than an existing paz file. Since the file is greater than 30 days old, the information for the date of the event is no longer available. The customer was aware of the potential interference of benzalkonium, and had verified that their cleaners did not contain benzalkonium. The cause for the event cannot be determined. The customer has had no further issues with sodium results.

Manufacturer narrative:
Customer has been requested to provide additional information for further investigation. The cause for the discordant sodium results is unknown.

Event description:
Customer reported falsely elevated sodium on the analyzer. There was no report of injury due to this event.